Manufacturer narrative:
Internal reference number: (B)(4). Evoked asr exemption number: e1997036; "report late due to asr to individual reporting transition".

Event description:
Implant failed due to components couldn't be separated.